Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump with serial number (B)(6) had a cracked touch screen and was no longer functional, and the patient transitioned off the device to basal insulin only. Symptoms included hyperglycemia with reported glucose levels over 400 mg/dl and sweating. Outcomes included temporary interruption of automated insulin delivery and need for alternate therapy. Investigation included collection of event details, confirmation of device replacement logistics, and instructions to shut down the device and back up data. Investigation of this case revealed screen damage rendering the device nonfunctional and not watertight, consistent with a mechanical enclosure failure of the touch screen component leading to loss of therapy capability. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s touch screen resulting in device malfunction.